Manufacturer narrative:
Hill-rom technical support suggested checking the lockout box. Per the hill-rom service manual the resident bed must have an effective maintenance program. We recommend that you perform preventative maintenance annually. This will help minimize downtime due to excessive wear failures. Side rail controls: test the switches in the side rails for proper operation. Also check the momentary operation at this time. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the lockout box to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section would raise when the bed was plugged in. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).